Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the version value readout on software. The values acceptable to the surgeon. The outcome of the case was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted update sections based on the results of investigation. Reported event: an event regarding inaccurate version values, involving a rio surgical arm, catalog: 203999 was reported. Method & results: -device evaluation and results: device inspection could not be performed, no session data was provided. Per mps "additional information unavailable ¿ patient information not released.". -device history review: a review of the DHR could not be performed. Serial number for system used was not provided. -complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version values. There were no other reported events for the listed catalog number. No additional information provided.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the version value readout on software. The values acceptable to the surgeon. The outcome of the case was successful.